Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, metal filament got separated from vasoview hemopro 2 wand jaw. Harvester noticed jaws when cleaning jaws during branch ligation. No components separated from instrument into the harvesting tunnel / inside the patient. No procedural delay other than obtaining a new device to complete the case. No patient effects or harm.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/01/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the jaws and heater wire. Charred material was also observed between the jaws and on the heater wire. The heater wire was observed to be flexed away and detached from the tip of the hot jaw. The clear silicone insulation of the jaws was observed to be intact with no visual defects. An investigation was conducted on 11/15/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the handle of the harvesting device, jaws and heater wire. Charred material was also observed between the jaws and on the heater wire. A microscopic evaluation was conducted. The heater wire was observed to be flexed away and detached from the tip of the hot jaw. The clear silicone insulation of the jaws was observed to be intact with no visual defects. Based on the returned condition of the device, the photographic inspection, and investigation results, the reported failure "material twisted/ bent; wire" was confirmed. The lot # 3000269861 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.